Event description:
Customer complaint states the device stopped heating during a patient use. The device was exchanged for a new one. No report of patient harm.

Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon receipt of the unit the claim was confirmed. Evaluation revealed that a random thermal-fuse failure prevented the unit from heating. Thermal-fuse is to be replaced at no charge and under warranty. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the heater is 201 days.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states the device stopped heating during a patient use. The device was exchanged for a new one. No report of patient harm.